Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the extension set separated from the bd insyte¿ autoguard¿ shielded IV catheter and leaked at the connection site during use. Lot #'s 9128619 and 9122769 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 6 of 9 related incidents. The following information was provided by the initial reporter: "two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted."

Manufacturer narrative:
Medical device lot #: 9128619. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-08. Medical device lot #: 9122769. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension set separated from the bd insyte¿ autoguard¿ shielded IV catheter and leaked at the connection site during use. Lot #'s 9128619 and 9122769 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 6 of 9 related incidents. The following information was provided by the initial reporter: "two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted."